Manufacturer narrative:
The received device was evaluated and found internal corrosion was noted in the received device, mainly on the pcb assembly. The bottom and middle batteries were measured to be depleted. So, the pod data was downloaded by powering pcb using external power supply. During investigation, an internal source of fluid leakage was found on the unexposed portion of soft cannula. This damage to soft cannula contributed to internal corrosion and affected the insulin delivery. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl), while wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by correctional boluses, applying a new pod and administering a manual injection.